Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown reduction/retraction instruments /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: this report is being filed after the review of the following journal article: hartmann, s. Et al (2022), minimally invasive versus open transforaminal lumbar interbody fusion: a prospective, controlled observational study of short-term outcome, research square, vol. Xx (xx), pages 1-17 (austria). This prospective, controlled observational, non-randomized cohort study was conducted in order to detect differences between both o-tlif and mis-tlif techniques in the short-term follow-up. During the study period, a total of 38 patients (age between 18¿99 years) who were treated with a lumbar fusion surgery were included in the study. Among these, 23 patients were treated with a one- or two level open tlif procedure (group o) and the remaining 15 patients were treated with a minimally invasive tlif procedure (group mis). The mis-tlif was performed using an expandable retractor system (pipeline; depuy synthes spine, pennsylvania, USA), pedicle screw and rod placement (viper® 2 mis spine system; depuy synthes spine, pennsylvania, USA), and an oblique cage system (concorde® interbody system; depuy synthes spine, pennsylvania, USA). The mean follow-up period was unknown. The following complications were reported as follows: mis-tlif group: 1 patient had accidental durotomy. This report is for an unknown depuy spine pipeline, viper 2 mis, and concorde cage. This is report 3 of 3 for complaint a copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis.if additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined, that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained, that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. D1: device brand name, corrected.